Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
The biomedical replaced the power management board and motor controller board to address the reported problem. The gas delivery system was also replaced during performance verification testing due to flow and volume reading out of spec.